Manufacturer narrative:
Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. Root cause cannot be determined in the assessment of this complaint due to lack of further information furnished by the customer.

Event description:
It was reported to philips that after the power supply was replaced and the device was powered on, a countdown screen appeared. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer spoke with a philips remote service engineer (rse). The rse advised the customer that the power switch should be replaced to correct the issue and it is not related to the power supply replacement. The rse provided the part number as a reference for customer. Further information is pending.